Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer let the pump battery fully deplete. After turning the pump back on and reloading a cartridge the pump unexpectedly reset. Customer reported blood glucose level was 257 (mg/dl). A bolus via the pump was delivered to address bg level. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.